Event description:
The customer reported leak at the probe of the beckman coulter act diff instrument. The customer stated the probe was leaking diluent onto the sample cap. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of gloves at the time of the incident. The material safety data sheet (msds) was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found that the probe was dripping. The fse replaced the vacuum pump, the vacuum chamber, the rinse block and the pinch tubing. The repairs were verified per established procedures. Root cause for the leak is unknown: however, related components to the probe were replaced which subsequently resolved the leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).